Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, 6 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), urinary incontinence ("bladder or urinary problems or changes-urinary incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced uterine prolapse ("unable to have sexual relationship with my husband due to embarrassment due to cervical and uterine prolapse caused by essure"), dyspareunia ("I am able to have sexual intercourse now.") And libido decreased ("decrease sexual satisfaction/ decreased sexual drive"). The patient was treated with surgery (to remove the essure, hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, premature menopause, female sexual dysfunction, urinary incontinence, migraine, headache, nausea, fatigue and weight increased outcome was unknown, the depression and uterine prolapse was resolving, the dyspareunia had resolved and the libido decreased had not resolved. The reporter considered depression, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, migraine, nausea, pelvic pain, premature menopause, urinary incontinence, uterine prolapse and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: uterine prolapse. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: early menopause, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, unable to have sexual relationship with my husband due to embarrassment due to cervical and uterine prolapse caused by essure. Bladder or urinary problems or changes, migraines / headaches, nausea, fatigue, weight gain / loss specify which one: weight gain, decrease sexual satisfaction, decrease sexual drive, I am able to have sexual intercourse now. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.